Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03875. Related manufacturer reference number: 1627487-2022-03877. It was reported the patient experienced a burning sensation at the ipg site and uncomfortable stimulation. As a result, the system was explanted in (B)(6) of 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Manufacturer narrative:
The reported event of uncomfortable stimulation was not confirmed. The lead was returned complete. Microscopic inspection of the lead revealed that channel 7 wire was broken at 11.60cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo. It cannot be ascertained when channel 7 lead wire was broken. A broken lead wire can potentially make intermittent contact. If the electrode channel polarity of the broken lead wire is programmed as an anode (+) or cathode (-) and therapy is turned on, the intermittent contact of the broken lead wire can cause stimulation to turn on and off for that electrode. Since programming history was not provided and the patient¿s program settings were erased due to a depleted ipg battery, it cannot be determined if the patient was programmed for channel 7 (for port 1-8) or channel 15 (for port 9-16).